Event description:
The customer reported that during a platelet and single plasma collection procedure they noticed that double plasma was being collected. The customer stated that they selected an 11.0e11 platelet yield and 215 ml plasma product collection but upon visualization, it appeared to collecting double. The operator changed the procedure to collect only a double platelet following this assessment. Full patient ID: (B)(6) patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate a diversion of fluid from return reservoir to the product bags during the plasma collection portion of the procedure. The trima accel system detected this diversion, and appropriately displayed the 'verify the plasma product volume' message at the end of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a misload of the plasma pump header, which allowed a small amount fluid intended for the return reservoir to enter the plasma bag during each draw/return cycle while the plasma valve was open, culminating in a larger diversion across the entire plasma collection. Additionally, it also cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a lack of occlusion at the plasma pump caused by variability in the specific tubing set used for this procedure. The customer provided two pictures to aid in the investigation. Both pictures confirmed plasma was collected into two bags. Based on calculations the final fluid balance was 82.9% a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Root cause investigation and conclusion: a root cause assessment was performed for the excessive plasma collection. Based on the available information, including the images of the kit provided by the customer, possible reasons for this lack of occlusion include the following: * a misload of the tubing that interfaces with the plasma valve * variability in the specific tubing set used for this procedure, resulting in a lack of occlusion at the plasma valve * a dirty or defective plasma valve.

Event description:
The customer stated that they selected a an 11.0e11 platelet yield and 215 ml plasma product collection. During the collection, they noticed double plasma was being collected. Full patient ID: (B)(6).

Manufacturer narrative:
This report is being filed to provide corrected information in h.11. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate a diversion of fluid from return reservoir to the product bags during the plasma collection portion of the procedure. The trima accel system detected this diversion, and appropriately displayed the 'verify the plasma product volume' message at the end of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a misload of the plasma pump header, which allowed a small amount fluid intended for the return reservoir to enter the plasma bag during each draw/return cycle while the plasma valve was open, culminating in a larger diversion across the entire plasma collection. Additionally, it also cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a lack of occlusion at the plasma pump caused by variability in the specific tubing set used for this procedure. The customer provided two pictures to aid in the investigation. Both pictures confirmed plasma was collected into two bags. Based on calculations the final fluid balance was 82.9% a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Corrected root cause: a root cause assessment was performed for the higher-than-intended plasma collection. The signals in the run data file indicate a fluid diversion from the return reservoir to the product bags during the plasma collection portion of the procedure. The trima accel system detected this diversion and appropriately displayed the 'verify the plasma product volume' message at the end of the procedure. Based on the available information, including the image of the kit provided by the customer, it is likely that the unintentional over-collection of the plasma product resulted from a lack of occlusion between the plasma valve and the plasma collection line during the platelet-collection phase of the procedure. The lack of occlusion that resulted in the higher-than-expected plasma product volume was most likely the result of a misload of the plasma pump header. This allowed a small amount of fluid intended for the return reservoir to enter the plasma bag during each draw/return cycle while the plasma valve was open, culminating in a larger diversion across the entire plasma collection. A misload of the tubing that interfaces with the plasma valve is the most likely root cause of this issue. It cannot be ruled out that a dirty or defective plasma valve may have caused the lack of occlusion at the plasma valve that resulted in the higher-than-expected collected plasma product volume. It also cannot be ruled out that the lack of occlusion at the plasma valve that resulted in the higher-than-expected collected plasma product volume may have been caused by variability in the specific tubing set used for this procedure. Since a disposable complaint history search was performed and no other disposables from the same lot showed any issues in tubing variability, variability in the specific tubing set is unlikely to be the root cause of this issue, but it is not impossible.